Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign - event occurred in south korea.

Event description:
It was reported that outside of surgery the reciprocating arm stops intermittently, and the head is damaged. There was no patient involvement. Due diligence is complete and there is no additional information available.